Event description:
It was reported that bd iag bc pro needle did not retract. The following information was provided by the initial reporter: needle would not safety customer response on march 15, 2024. 1. Rn inserted the device and upon seeing blood return, advanced slightly and pushed white button to retract needle. Despite a few attempts, needle did not retract. Rn tried to manually forward catheter into vein and could not. Removed device entirely and called manager (myself) to look. 2. No injury, but needle exposed and patient had to have new IV started.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
No photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 392523 and lot number 3222379. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.